Event description:
It was reported that the balloon on the catheter ruptured in situ. There were no pt complications.

Manufacturer narrative:
MFR control no. Ic980332. The sample has been returned to arrow. Examination of the sample indicated that the balloon had pulled out from under the proximal band. The cause is attributed to the production operator not placing enough of the balloon latex under the proximal band.